Manufacturer narrative:
This report is submitted on march 13, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth. There was a skin revision on (B)(6) 2020 under a general anaesthetic and the patient was treated with antibiotics (type unknown).